Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 18kbn218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted on 10/4 and worked well. On (B)(6) 2019, the patient expired. When the PICC was removed, a hole was noticed in the middle of the PICC. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, and the cause appears to be use related. The product returned for evaluation was one 5 fr dual lumen powerpicc. An initial visual observation showed use residue on the returned sample. A large longitudinal split was observed in the catheter at the 25 cm depth marker. A microscopic observation revealed the edges of the spilt were wavy but smooth, and the fracture surfaces were observed to be flat and granular, which is characteristic of tearing failure modes. The damage observed in the returned sample is characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A lot history review (lhr) of 18kbn218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted on 10/4 and worked well. On (B)(6) 2019, the patient expired. When the PICC was removed, a hole was noticed in the middle of the PICC. No other information was provided.